Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated. The device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition.

Manufacturer narrative:
The device was received with no telemetry and no output. Further analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. A product code download was performed, it was unsuccessful due to loss of telemetry. The cause of high current drain and loss of telemetry could not be determined. A longevity assessment was performed, the device¿s battery level was in the normal range of operation with appropriate remaining longevity. The customer complaint of premature battery depletion was not confirmed. The customer complaint of failure to interrogate was confirmed.